Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference >5 cmh2o during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).